Event description:
It was reported that during the pre-procedure device check for a generator change for normal battery depletion (nbd), the impedance for the right ventricular (rv) lead was noted high, within normal limits and steadily increasing. This impedance was paired with steadily increasing pacing thresholds. The doctor decided it would be best to place a new rv lead during the changeout. The old rv lead has been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre-procedure device check for a generator change for normal battery depletion (nbd), the impedance for the right ventricular (rv) lead was noted high, within normal limits and steadily increasing. This impedance was paired with steadily increasing pacing thresholds. The doctor decided it would be best to place a new rv lead during the changeout. The old rv lead has been surgically abandoned. No additional adverse patient effects were reported.